Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced low and high blood glucose levels. Customer reported being hospitalized but did not provide the cause. Although requested, specific details were not provided and customer declined to provide additional information.